Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and she was not taking any concomitant medication. On an unspecified date in (B)(6) 2012, the consumer started using o.b non-applicator tampons, one tampon, five to six times daily, vaginally for menstruation (lot number and expiration date unspecified). On the next day, she noticed that the plastic y-covering and pieces of the tampon were left inside her vagina. She removed it manually with her hands. After an unspecified duration, she discontinued using the device. The report had a non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.